Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to inquire if their devices were manufactured by allergan. While doing so, patient reported rupture. This record is for the right side. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient called to inquire if their devices were manufactured by allergan. While doing so, patient reported rupture. Healthcare professional later reported the device is not abbvie. Therefore, this record is no longer reportable to the FDA and will be unreported.